Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 560 mg/dl and ketones. The mother stated that the customer is being admitted to the hospital again for high blood glucose levels, and felt that infusion sets might not be the right ones for the customer's body type. Samples of different infusion sets were sent for the customer to try. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.